Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The coil was not included as it remains within the patient. The attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. Blood residual is visible on the device. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The microcatheter was not returned for evaluation. We cannot determine if the microcatheter or advancing through the stent struts attributed to this incidents. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
During treatment of an aneurysm, through a neuroform stent, the microcatheter kicked out of the aneurysm. Upon re-accessing through the stent, the coil prematurely detached from the delivery pusher. An attempt was made to retrieve the coil with a snare. However, this was unsuccessful. Three additional stents were used to tack the coil in position. No harm or injury was reported.